Event description:
Kimberly-clark rec'd notice on 03/04/1998 alleging that on 12/16/1997, pt was hospitalized with rash, fever and muscle pain. Pt was allegedly diagnosed with toxic shock syndrome. Pt was allegedly using an unscented kotex super plus absorbency menstrual tampon when she became ill. Pt is recovering.